Manufacturer narrative:
Updated. During further investigation, a visual inspection of the gas delivery solenoid valve assembly and the data acquisition (da) pcb outer surfaces revealed no evidence of damage or contamination. The da board and o2 solenoid valve were installed in a further investigation test ventilator. No errors nor abnormalities were observed. An extended test provided the same lack of errors or abnormalities. Further testing occurred to verify the existence of a small oxygen valve leak. No leak was found. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The customer returned da board and o2 solenoid caused no oxygen leak flow when installed in an fi test ventilator.

Event description:
The international customer reported oxygen device failed alarm(e/c1111) sounded. The v60 vent was connected to o2 wall source. The unit was replaced with a second v60. Unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.

Manufacturer narrative:
The unit was received at the international service center. The technician evaluated the unit on 03/09/2017 and was unable to duplicate the reported issue. Review of the device diagnostic history log however, confirmed the reported occurrence. Resolution and disposition: data acquisition (da) board and oxygen solenoid valve were replaced. Calibration was performed and no abnormality was confirmed. The replaced da board and valve were sent to the v60 vent manufacturing facility for evaluation. They have been received on 03/21/2017, investigations has not yet begun.

Event description:
The international customer reported oxygen device failed alarm sounded. The v60 vent was connected to o2 wall source. The unit was replaced with a second v60. Unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.